Event description:
The md intern inserted a femoral arrow arterial line, lot #rf1035037, and the md met resistance upon attempting to remove the guidewire. The spring over the guidewire entered the body and became stuck. The guidewire was removed from the patient but the spring was left in, still connected to the guidewire. Vascular surgery was consulted and attempted to remove the spring using bedside cut down exploratory procedure. Able to remove a portion of the spring, but x-ray scan showed a small part of spring remains in patient. There is an echogenic linear structure measuring about 5.0mm in length located in the subcutaneous tissues of the left groin superficial to the left common femoral artery, most likely representing the known foreign body. The underlying vessels are patent. There is no hematoma surrounding the foreign body. Follow-up plain films significant for the fragment. Patient unable to obtain the recommended MRI at this time due to the presence of retained metal.